Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 26 mmol/l. The mother also reported a time clock anomaly on the insulin pump. The mother also reported the batteries were not lasting on the insulin pump. Troubleshooting found the batteries did not last for more than one week. The mother also reported a bad battery and battery out limit alarm on the insulin pump. The mother also reported an unexpected restart alarm occurring. The mother also reported having issues with the buttons, which prevented them from programming the insulin pump. Customer's blood glucose was 12.5 mmol/l at the end of the call. The insulin pump will not be returned for analysis.